Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Two radiographic paper images were obtained with the complaint. The first image was a contrast enhanced image which may have been obtained during a sheath injection. The image was labeled as picture a, (B)(4), study date (B)(4)2010. This image may represent a lower extremity angiogram. The second radiographic paper print image was labeled as picture b, (B)(4), study (B)(4)2010. Contrast enhancement was seen in the lower extremity angiogram study. A cd-rom labeled with 07/07/2010 and (B)(6) was received with the complaint. Image 1 may represent a contrast sheath injection of the lower extremity. A guidewire was seen in-situ. Image 2, 3 and 4 may represent right coronary angiograms. Two pacing leads, one of which is a screw in type, are seen in-situ. Images 5, 6, 7, 8, 9, 10 and 11 may represent a right coronary interventional percutaneous transluminal coronary angioplasty (ptca) and stent placement. Images 12, 13, 14, and 15 may represent left coronary artery angiograms. Images 16, 17, 18, 19, 29 and 21 may represent a left coronary interventional ptca and stent placement. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal vip was deployed in the right femoral arteriotomy post pre-insertion angiogram. The physician assessed the puncture to be above the bifurcation and hemostasis was achieved with no patient complications after the angio-seal was deployed. Five days later, the patient had a repeat angiogram due to continued chest pain. The physician gained access into the right femoral artery via a puncture proximal to the previous angio-seal deployment site. A femoral angiogram was not taken because manual pressure was used instead of a vascular closure device. A clamp was also used and hemostasis achieved. A few weeks later (exact date unk), the patient complained of chest pain and associated right leg pain. Another angiogram was performed with right groin access and a femoral angiogram was obtained that revealed collagen in the superficial femoral artery with a dissection. The patient was referred to a vascular surgeon who removed the collagen and repaired the artery. The patient was reported to be stable. The event data is month specific the exact date is unk.